Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Dig into cheek (mouth injury). Brush came away from the motor unit, the resulting sharp edge managed to dig into cheek (injury associated with device). Brush came away from the motor unit / a small metal piece had obviously come off (device breakage). Case description: a consumer of unspecified age and gender reported spontaneously via e-mail on (B)(6) 2018 that when he/she was brushing his/her teeth that morning with an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown came away from the motor unit (as a small metal piece had obviously come off) and the resulting sharp edge he/she managed to dig into his/her cheek. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. No further information was provided.